Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were non-conformities found to be related to the reported event. A review of the device labeling was completed. Capsular damage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does suggest a problem with the device or the way it was used. Capsular damage is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event was due to operational context. MFR# reference: (B)(4).

Event description:
Reportedly, an apparent posterior capsule rent was noted in the patient¿s left eye and the stent remains in the bag without vitreous being observed in the bag. According to the surgeon, irrigation during the procedure contributed to the reported event. The patient is being monitored and no secondary intervention was required. The patient¿s prognosis was reported as ¿doing well; good prognosis¿ with adverse event resolved.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The IFU states that the safety and effectiveness of the istent inject trabecular micro bypass system has not been established for implantation of more than two stents in one eye. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, the surgeon was unable to implant one (1) of the two (2) stents from a trabecular micro bypass stent system. During irrigation and aspiration (I&a) attempt, the stent was observed inside the capsular bag, behind the intraocular lens (iol). Per report, multiple attempts to retrieve the stent were unsuccessful, and the surgeon opted to monitor the patient. A backup device was used to implant two (2) stents successfully. There was no adverse event or patient injury, and no report of device malfunction. Additional information has been requested.